Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the uer-lock on multiple intermittent occasions. The customer's blood glucose level ranged from 300 mg/dl to 400 mg/dl. Reportedly, the pump's supplies were changed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.